Manufacturer narrative:
Concomitant medical products: 1156t lead; 4592 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had one high pacing impedance measurement and one episode of noise causing inhibition of pacing. The rv lead remains in use. The patient will be monitored. No patient complications have been reported as a result of this event.